Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurement of greater than 2000 ohms. No changes were made to the rv lead and it remains implanted and in service. No adverse patient effects were reported.